Event description:
The clinic reported that a laser vision correction patient underwent a prk (photorefractive keratectomy) treatment in each eye and presented at a post operative exam with central islands and poor vision. The patient's post op best corrected visual acuity is 20/40 and 20/50.

Manufacturer narrative:
The amo field service engineer evaluated the system at the customer's location and noted that the room's humidity was very low. The clinic was advised of the results. Field service performed calibrations and adjustments to the system. The amo clinical development manager also worked with the clinic and evaluated the calibration profile from the treatment days. The system was found to be within calibration on these days. All pertinent information available to amo has been submitted.